Manufacturer narrative:
The filter sets were discarded and not available for analysis. The lot number was not provided therefore, no device history record review was performed. The prismaflex hf1000 filter set is not indicated for use on patient's weighting below 30 kgs. In this case, the physician made the medical judgement to treat the infant with the device.

Event description:
A physician reported, a critically ill newborn patient on mechanical ventilation with multiple co morbidities was started on continuous renal replacement therapy and develop thrombocytopenia. The patient's platelet count was 136 k/cmm (low) prior to initiation of crrt. During the weeks of crrt, the patient's platelet count remained low varying between 10 k/cmm - 255 k/cmm. The patient received numerous transfusions of blood. The patient received crrt from (B)(6) - (B)(6) 2011, and then started on peritoneal dialysis. The investigation of this event is ongoing.